Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited an inappropriate episode which the physician was inquiring about. A boston scientific technical services consultant reviewed and discussed the potential root cause of the clinical observation. No adverse patient effects were reported.